Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the patient¿s predisposal for thrombosis was a likely contributing factor for the valve thrombosis. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As per article, "severe thrombosed transcatheter aortic valve 9 months after implantation¿, nine months after the implant of a 23 mm sapien valve by ta approach in aortic position, the patient presented with dyspnea and syncope. Echo showed renewed aortic stenosis with thickened and immobile valve leaflets on CT scan. Surgical aortic valve replacement was performed and another surgical valve was implanted. The tavi prosthesis was found to be fully thrombosed without any signs of endocarditis. Laboratory tests were positive for a heterozygote prothrombin gene mutation causing a hypercoagulable state and thereby predisposing for the valve thrombosis. Additional findings of a strongly increased factor viii can also be attributed to the acute phase of the thrombosis. The patient was discharged with acetylsalicylic acid and a vitamin k antagonist. Reference: thomas t. Poels, et al. Severe thrombosed transcatheter aortic valve 9 months after implantation. The society of thoracic surgeons (2014)